Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator exhibited a diagnostic anomaly whereby the fast path data differed from the extended episodes therapy summary in terms of antitachycardia pacing and shocks delivered. It was determined that the device was full due to many recorded ventricular tachycardia and supraventricular tachycardia episodes. The device started overwriting episodes and diagnostics resulting in different reported values. The device was cleared and the issue was resolved. Shocks delivered were appropriate. The patient was stable and suffered no consequences.